Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There is no patient injury reported and the case was completed with the same pi without further complications. It was reported that one (1) procedure was lost.

Manufacturer narrative:
Corrected data:date of this report: in the initial MDR report, the date of this report of 12/10/2015 was listed. The date should have been 12/15/2015.all pertinent information available to abbott medical optics has been submitted.